Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device was received for evaluation. Visual inspection showed the device was in used condition. Cable and plugs in normal condition, no damage. Functional testing could not be performed due to the absence of a suitable monitor. However, root cause was found to be supplier fault. Investigation will be forwarded to for additional investigation. D4 (UDI) and g5 are unknown.

Event description:
It was reported that there was unstable signals; wrong values; not nullable; and pressures not measurable. No patient injury reported.